Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported system error 105, which was not reproduced but confirmed through a review of the device event history log. Visual observations internal to the motor were identified: excessive motor bearing wear with shaft end play and black material around the bearing. Also the outer gearbox bearing was worn, with the bearing cage broken and starting to disintegrate. Due to the motor/gearbox failure, the motor assembly was replaced.